Event description:
Caller reported that the pump battery would not charge, resulting in the pump shutting down. The impact on the customer's blood glucose level could not be confirmed because the pump screen was dark and wouldn't turn on. The customer was instructed to try different wall outlets and charging cables, which temporarily resolved the issue, but technical support eventually decided to replace the pump. The customer plans to use multiple daily injections to ensure insulin delivery is not interrupted and will return the problematic pump as instructed.